Manufacturer narrative:
Model number/catalog number: 72404252-10. Serial number: n/a. Batch/lot number: 1100757608. Model/catalog description: lgx preconnect 18cm. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to activate the device due to kink on the tubing. The reservoir was explanted and replaced. There is no additional information reported.